Event description:
The pt received her scs system on (B)(6) 2010 including a paddle lead. It was reported the pt is not feeling the same relief she used to get. The stimulation she receives is centralized on the right side of her hip. She is supposed to be receiving stimulation down her right leg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.